Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined there was no device problem found and the test cut passed. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that while using the skin graft mesher the skin tore in half and got stuck in the mesher. The event occurred during surgery and there was no harm or delay reported. The graft was able to be used. No additional skin graft was needed. No adverse event was reported as a result of this malfunction.